Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. While troubleshooting partial aspiration errors, the customer noticed a leak of brownish fluid around the front of the instrument. The volume was reported as about 5 ml and the leak was not contained. The operator was wearing personal protective equipment of gloves and lab coat. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and observed the bloody leak around the needle area. The cause of the leak was a result of the actuator for pv21 not working properly and was not allowing the needle bellows to drain properly causing the fluid to leak out of the dead plate area in the needle assembly. The fse replaced the actuator for pv21 to resolve the leak. The fse also found during verification that the rbc (red blood cell) diluent dispenser was not working properly as the ceramic shaft of the bsv (blood sampling valve) actuator valve was worn where the shaft rotated under the rear section. When the instrument was placed in secondary mode, the bsv would cause a misalignment not allowing the rbc diluent dispenser full movement. The fse replaced the actuator for the bsv resolving the rbc diluent dispenser not working properly. This repair was incidental and not related to the leak. Failure mode was identified: failure mode of the leak is actuator for pv21 was not working properly. Failure mode for the rbc diluent dispenser was actuator was not working properly. No erroneous results were generated. Upon recur for the leak, the failure mode is likely to cause erroneous cbc (complete blood count) and differential results due to carryover (closed tube). Upon recur for the rbc diluent dispense actuator, the failure mode identified is likely to generate erroneous cbc results due to improper sample and diluent delivery to the rbc baths causing a cbc dilution error. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).